Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts associated with consecutive stalled motor events despite changing all supplies and performing a dry run, and notifications on the device did not display active alerts. Symptoms included no reported blood glucose impact and no clinical symptoms. Outcomes included no medical intervention and no hospitalization. Investigation included customer service troubleshooting and education, review of device notifications, and arrangement for device replacement and return of the original unit. Investigation of this case revealed a suspected pump motor stall malfunction consistent with an internal pump component or motor drive issue. It was concluded, based on previously established findings for similar reports, that the cause was an internal device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.